Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, the contrast injection port cracked during assembly. There was no patient involvement.